Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported pericardial effusion resulting in hypotension appears to be related to patient morphology/pathology and procedural circumstances as the pre-existing pericardial effusion worsened after the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion worsened during use of the mitraclip delivery system. It was reported this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). There was a small pericardial effusion confirmed prior to the procedure. The procedure was continued, and two clips (91107u179 and 00316u145) were implanted without issue, reducing mr to less than 1. Approximately one hour, post procedure the patients¿ blood pressure dropped, and it was observed that the pericardial effusion had worsened. Pericardiocentesis was performed. Per the physician, the mitraclip devices did not cause the effusion but the effusion did worsen. One day post procedure, the patient was noted to be stable. No additional information was provided.